Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that for the past month, insulin has been leaking from her infusion sites when she boluses. She stated that she changes her infusion site every other day and the sites are bloody. She stated she is suffering from insulin resistance and must bolus 18-20 units of insulin at a time. The patient also stated that she had a tremendous amount of scar tissue in her abdomen. She stated that her blood glucose has been elevated due to the insulin leakage. She stated that today (2007), her blood glucose was elevated to 336 mg/dl and she changed her infusion site and administered two 20 unit injections of insulin. She stated that her blood glucose eventually lowered to 124 mg/dl. The patient's normal blood glucose is 80-140 mg/dl. The patient was advised that bolusing such large amounts of insulin at once may be causing her infusion sites to leak. She was advised to try using an alternate infusion site and to break her boluses up instead of bolusing large amounts at one time. Upon follow up, the patient stated that she changed her infusion site to her hip and has been breaking up her boluses. She stated that her blood glucose has been doing very well and she has not experienced any more leakage. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.